Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the physician experienced difficulty extending the right ventricular (rv) lead helix mechanism after completing ten out of twelve turns. A few seconds later, the helix mechanism extended out. The lead measurements were checked and the pacing impedances had decreased from 2000 ohms to 1500 ohms. A few minutes later the pacing impedances increased to 1600-1700 ohms. Subsequently, the physician elected to reposition the rv lead. The rv lead exhibited no capture and the pacing impedances were greater than 4000 ohms. The rv lead was removed/replaced prior to pocket closure. The lead was retained by the hospital and will be returned when available. No adverse patient effects were reported.